Event description:
It was reported that the brakes were not working properly due to loose wire harness connection. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.